Event description:
On 07/15/2015, the reporter contacted animas, alleging a power (intermittent power) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: on investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple records of unexplainable pump reboots. Using the returned battery cap, the pump power up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruptions. Unrelated to the complaint, a battery compartment crack was found below the keypad with no evidence of moisture inside the compartment. Pump casing was opened and no evidence of moisture intrusion or loose components was found inside. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).